Event description:
It was reported by the affiliate that the device was used during a hemorrhoidectomy procedure. The device did not fire, staple nor cut the tissue. Another device was used to complete the case. There was no consequence to the patient.